Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, the ophthalmic system was not cutting with aspiration. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Additional information was provided in sections d.4, d.9, h.3 h.6 and h.11. The company representative was able to confirm the reported event. To resolve the issue, the company representative performed internal cleaning of the pneumatics module and optimization of the vitrectomy, then found the system to meet specifications. The root cause of the reported event is attributed to component wear. However, as to how or when there was component wear remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to component wear. However, as to how or when there was component wear remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).